Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
During routine follow up on an unrelated customer experience the peritoneal dialysis patient's nurse reported that the patient was currently hospitalized for an unspecified reason. The exact date of the patient being admitted to the hospital is unknown. It is unknown if the patient was performing peritoneal dialysis treatments prior to the patient being hospitalized. It is unknown if the patient's peritoneal dialysis treatments contributed to the patient being hospitalized. Additional information was solicited.